Event description:
Philips received a complaint by the customer on the v60 indicating that while setting up the device, the device could not be turned off via the power switch. It was reported that there was no patient involvement at the time the issue was discovered. Investigation is ongoing.

Manufacturer narrative:
H10: the customer reported to the remote service engineer (rse) that while setting up the device, the device could not be turned off via the power switch. Multiple attempts have been made on 06nov2023, 16nov2023, and 28nov2023 to try to obtain further information about this issue, but no response was received from the customer. It is unknown if the reported issue was confirmed, and the outcome of the reported issue could not be determined. No further information could be obtained. This file is closed and can be reopened if new information becomes available.